Event description:
The pt took normal insulin dosage between 7-8 am. At 11 am, she tested her blood glucose on the suspect device and it was 305mg/dl. 25 minutes later she passed out. The paramedics were called, they tested her blood glucose and it was 21,22mg/dl. She was given a glucose shot and taken to the hosp. At the hosp she was given another glucose shot. The incident occurred over a year ago.